Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a bronchoscopy procedure on (B)(6) 2010. According to the complainant, during the procedure, only 5% of the stent would deploy; despite repeated attempts, the stent delivery system continued to bend back upon itself due to knot in the deployment suture. The stent was successfully removed and a polyflex airway stent was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) relates to (B)(4) for stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.